Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Concomitant product: unknown instrumentation, capstone cage (therapy date unknown). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an l4-s1 posterior fusion using rhbmp-2/acs with instrumentation and a capstone cage, as well as by mixing rhbmp-2/acs with autograft and demineralized bone matrix. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Event description:
It was reported that on (B)(6) 2010: patient presented with following admitting diagnosis: recurrent spinal stenosis-lumbar at l4 through s1 with degenerative scoliosis. Impression: lumbar spinal stenosis, lumbar spondylolisthesis- degenerative. Patient underwent the following procedures: revision bilateral l4-s1 laminectomy, partial medial facetectomy, foraminotomies of l4,l5 and s1 roots, each one of levels being a bilateral revision procedure along with a total right l4-l5 facetectomy for complete decompression of l4 root. L4-l5 transforaminal lumbar interbody fusion, anterior and posterior fusion through a single posterior approach. L4-s1 posterior spinal fusion. L4-s1 posterior spinal instrumentation. Cage 8mm height l4-5. Local autograft bone, bmp, demineralized bone matrix. As per-op notes: l5 root was mobilized, l4-5 disk space cleaned, cage placed on right side to correct degenerative tilt scoliosis. Interspace was grafted with 8mm cage. Bmp-2 was placed into central position of cage as well as in interior disk space. Pedicle screws wee placed bilaterally at l4, l5 and s1. Two bmp burritos were rolled and placed with local autograft bone that had been cleaned and morselized. Patient underwent x-ray lumbar spine 1 view. Impression: posterior decompression and instrumentation from l4 through s1 with interconnecting rods and screws. Interbody fusion cage at l4-5. Instruments are directed at l4-5 and l5-s1 intervertebral disc spaces. On (B)(6) 2010: patient underwent CT lumbar spine without contrast. Impression: no fractures. No complication screw placement seen. No identifiable alignment changes compared to pre-op CT of lumbar spine. On (B)(6) 2010: patient underwent x-ray lumbar spine 2-3 views. Impression: post-op changes without radiographic evidence of complication. Posterior instrumentation extending from l4 through s1. Disc space narrowing at l4-5 and l5-s1. On (B)(6) 2010: patient presented for office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.